Event description:
It was reported that during use in a knee arthroscopy, the tip of the grasper fell into the surgical site. The tip was easliy retrieved and the surgery was completed using another grasper. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigation findings: the device was received with all pieces. An evaluation confirmed the customer's reported problem. During a visual inspection, the broken edge was noted to be jagged. This type of damage can be caused when excessive force is applied during use. A review of product history for the past 2 years shows no similar reported failures.